Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of abdominal discomfort and bloating. In the absence of a confirmed source and no product investigation in the file, the root cause of this patient¿s symptoms cannot be determined; however, it is well-known pd patients may experience gastrointestinal disorders due to a multitude of sources. Regardless, the liberty cycler set cannot be excluded as a possible contributor to this adverse event. Based on the available information, an inferred allegation exists stating air in the patient line of the liberty cycler set contributed to this adverse event; however, there is no objective evidence demonstrating this adverse event was due to a malfunction or deficiency of any fresenius product(s) or device(s). Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had cassettes that have been pulling air into the lines. The patient contact advised that the machine alarmed and the patient ended up going to the hospital. The patient contact advised that 3 cassettes prior to the one that gave an alarm would either not read or caused an alarm for blockage. All of the cassettes were from the same case. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient experienced bloating and abdominal discomfort following a ccpd treatment on the liberty select cycler at home. The patient presented to the emergency department (ed) on the same day and was diagnosed with abdominal discomfort due to pd therapy. The patient had noted air in the patient line from the liberty cycler set on the day when symptoms first presented. The patient¿s outpatient clinic was uncertain of the root source of the patient¿s symptoms; however, the patient¿s pdrn stated the cause was possibly due to a mistake in the setup of the cycler prior to treatment, as the patient¿s prescription had changed on (B)(6) 2021 involving an additional bag with pd treatments. The patient was treated in the ed and released to home with no hospital admission. The patient recovered from this event and has remained asymptomatic since. It could not be confirmed if this event were due to a deficiency or malfunction of any fresenius product(s) or device(s) as the source of this adverse event remains unknown. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had cassettes that have been pulling air into the lines. The patient contact advised that the machine alarmed and the patient ended up going to the hospital. The patient contact advised that 3 cassettes prior to the one that gave an alarm would either not read or caused an alarm for blockage. All of the cassettes were from the same case. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient experienced bloating and abdominal discomfort following a ccpd treatment on the liberty select cycler at home. The patient presented to the emergency department (ed) on the same day and was diagnosed with abdominal discomfort due to pd therapy. The patient had noted air in the patient line from the liberty cycler set on the day when symptoms first presented. The patient¿s outpatient clinic was uncertain of the root source of the patient¿s symptoms; however, the patient¿s pdrn stated the cause was possibly due to a mistake in the setup of the cycler prior to treatment, as the patient¿s prescription had changed on (B)(6) 2021 involving an additional bag with pd treatments. The patient was treated in the ed and released to home with no hospital admission. The patient recovered from this event and has remained asymptomatic since. It could not be confirmed if this event were due to a deficiency or malfunction of any fresenius product(s) or device(s) as the source of this adverse event remains unknown. The patient continues ccpd therapy on the same liberty select cycler at home following this event.